Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the sidecar rx tunnel was pushed back causing difficulties inserting the basket into the bile duct. The procedure was still able to be completed with this device but with difficulty. There were no patient complication reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the sidecar rx tunnel was pushed back causing difficulties inserting the basket into the bile duct. The procedure was still able to be completed with this device but with difficulty. There were no patient complication reported as a result of this event.

Manufacturer narrative:
H10: block h6: problem code 2976 captures the reportable event of sidecar push back. Block h10: visual analysis of the returned device found the side car rx tunnel was pushed back 5mm which is out of specification. Therefore, the reported complaint is confirmed. Additionally, the working length was found bent at the distal section. Based on all available information, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device's performance and integrity. Handling and manipulation of the device and also interaction with additional devices/tools such as the guidewire and the scope could have contributed to the issue of side car rx tunnel pushed back and working length bent. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU).